Event description:
We received an allegation about discrepant results for 14 patients' samples tested for multiple assays: cholesterol (chol), triglycerides (tg), total protein (tp), alanine aminotransferase (alt), calcium (ca), phosphorus (p), gamma-glutamyltransferase (ggt), magnesium (mg), uric acid (ua), glucose (gluc), high density lipoproteins (hdl), low density lipoproteins (ldl), total bilirubin (tb), vancomycine (vanc) on a cobas c 503 analytical unit. Discrepant results for 9 patients' samples were provided: sample 1: chol: initial result: 2.61. Repeat result: 5.52. Tg: initial result: 2.85. Repeat result: 5.33. Sample 2: tp: initial result: 61. Repeat result: 75. Alt: initial result: 15. Repeat result: 26.5. Sample 3: ca: initial result: 1.76. Repeat result: 2.31. Ggt: initial result: 24. Repeat result: 39. Sample 4: ca: initial result: 1.17. Repeat result: 2.14. P: initial result: 1.6. Repeat result: 0.864. Mg: initial result: 1.24. Repeat result: 0.752. Ua: initial result: <12. Repeat result: 303. Sample 5: gluc: initial result: 2. Repeat result: 5.3. Ca: initial result: 1.72. Repeat result: 2.47. Mg: initial result: 1.26. Repeat result: 0.93. Ua: initial result: <12. Repeat result: 285. Sample 6: gluc: initial result: 0.8. Repeat result: 5.75. Hdl: initial result: <0.1. Repeat result: 1.57. Sample 7: ld: initial result: 248. Repeat result: 393. Sample 8: tb: initial result: 4. Repeat result: 6.43. Sample 9: vanc: initial result: 32.1. Repeat result: 22.3. The units of measurement were not provided.

Manufacturer narrative:
The chol, tg, tp, alt, ca, p, ggt, mg, ua, gluc, mg, hdl, ld, tb, vanc reagents' lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer detected that the cuvette washing station was overflowing. He replaced the probe, adjusted the rinse levels, and washed the reaction cells. He then performed a cell blank, calibration, and qc, and they were all within specifications. The service actions performed by the engineer resolved the issue. The root cause was due to a hardware adjustment issue.